Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during inspection, the ht70 ventilator buzzer was observed to not alarm when the unit was shut off. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
The service engineer replaced the buzzer cable and performed operational verification performance testing, all the tests passed. If information is provided in the future, a supplemental report will be issued.